Event description:
The (B)(6) representative noted that a competitive physician encountered metallosis when replacing an ins. The physician was inquiring regarding the incidence rate of this for medtronic devices as compared to other companies, specifically abbott. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).